Event description:
It was reported in a journal article that a patient underwent a left proximal femoral replacement revision total hip arthroplasty on an unknown date and experienced a dislocation of the hip at seven months post-implantation. Subsequently, the patient underwent an open reduction with revision to constrained acetabular components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). It was reported that initial revision surgery occurred between 01-aug-2015 and 29-feb-2020. Medical product: unknown acetabular shell: catalog#ni, lot#ni; unknown acetabular liner: catalog#ni, lot#ni; unknown orthopedic salvage system proximal femoral component: catalog#ni, lot#ni; unknown orthopedic salvage system bolt and claw: catalog#ni, lot#ni; unknown orthopedic salvage system diaphyseal segment: catalog#ni, lot#ni; unknown orthopedic salvage system augment: catalog#ni, lot#ni; unknown orthopedic salvage system femoral stem: catalog#ni, lot#ni. Literature: heckmann, n. D., nakata, h. L., chung, b. C., baker, j. R., longjohn, d. B., christ, a. B., & oakes, d. A. (2022). Modern proximal femoral replacement in revision total hip arthroplasty for nononcologic indications. The journal of arthroplasty, s0883-5403(22)00208-x. Advance online publication. Https://doi.org/10.1016/j.arth.2022.02.057 multiple MDR reports have been filed for this event. Please see associated report: 0001825034-2022-01141. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - head. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with superior dislocation of the femoral component and evidence of a proximal femoral resection. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.